Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion. Concomitant product: 5068 implantable pacing lead, (B)(6) 2003; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in under two years due to the left ventricular lead high thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4).